Manufacturer narrative:
Pump data was reviewed and no failure was identified; the reported issue could not be identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the airplane was taking off, during the flight and landing, the customer's pump had unexpectedly delivered approximately 1 unit of insulin. The customer's blood glucose (bg) level dropped, but did not go below 70 mg/dl. The customer consumed food and set a 50 percent temporary basal rate. The customer stated that the pump motor was not actively dispensing the insulin and had thought that the insulin was displaced due to a possible air bubble expansion. However, no air bubbles were noted in the tubing prior to the flight. There were no alerts or alarms. The customer was to continue to use the pump to manage diabetes.